Event description:
It was reported that a spectrum pump did not sense that the door was fully closed when the tubing set was inserted. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the device was able to sense a closed door. A review of the event history log revealed multiple 'door jammed' messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the damaged upper auxiliary assembly. The upper auxiliary requires replacement to address the issue. Should additional relevant information become available, a supplemental report will be submitted.